Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and she could not calibrate. The customer's current blood glucose was 410 mg/dl. Customer stated that she woke up this morning had breakfast and her blood glucose was 56 mg/dl. Customer stated then it was no higher than 250 mg/dl. Customer stated that at evening her blood glucose was 106 mg/dl but then 40 minutes after she worked out her blood glucose was 410 mg/dl. The customer declined to troubleshoot for high and low blood glucose. Customer stated she bloused with her insulin pump. Customer had breakfast to treat for low blood glucose. The product was not returned for analysis.